Event description:
It was reported that the insertable cardiac monitor (icm) was coming out of the patient's skin. The physician removed the device and a new device was implanted successfully. No additional adverse patient effects were reported.